Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer current bg 439 mg/dl. Customer stated that today the blood glucose reached 500 mg/dl this morning. Customer stated that she has changed her set out this morning as well. Customer stated that she has attempted to deliver a bolus this morning after the set change however there was no correction offered she thinks it thinks it delivered already. Customer is offered to troubleshoot for high blood glucose but declined at this time. The insulin pump will not be returned for analysis.